Event description:
It was reported that an ilet pump did not charge despite placement on the charging pad, which showed a solid indicator, and the user turned the pump off; a replacement ilet was shipped and the user was instructed on shutting down the device and on data expectations and return logistics. Symptoms included no alerts or alarms. Outcomes included the user¿s continued ability to monitor glucose with a cgm application or receiver and the arrangement of device replacement. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the device did not accept charge while the charging pad indicated power, consistent with a battery depletion or charging function issue. It was concluded that the device exhibited a charging malfunction and required replacement.

Manufacturer narrative:
Investigation description: the device did not power on when placed on a charging pad, indicating device was not charging. A known-good reference battery was used for testing; device powered on when installed and was charging. Engineering logs were downloaded. Upon review, logs confirmed charge depleting rapidly even while placed on a charger. The complaint was duplicated and confirmed. The root cause was determined to be a mainboard circuit issue. As a precaution the battery will be replaced as well.